Manufacturer narrative:
Information was provided that the company lens of 18.0 diopter (1.5 extended depth of focus) lens was replaced with a monofocal 25.5 diopter lens. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information was added. The iol was replaced with a different iol due to blur eye post operation. As per the physician there is no abnormality and sees no obvious etiology for the outcome.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested, but no further information is available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after implantation of an intraocular lens (iol) the lens was explanted (unknown reason). Additional information was requested.